Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported the drive support cap appeared normal. Customer put the insulin pump in his bag with the high magnetic device. Customer was administering bolus when insulin pump provided motor error. Customer reported displacement test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.